Event description:
It was reported that the implant in tooth site #29(universal) was removed due to poor angulation w/ fenestration of buccal plate by implant apex. Implant perforated buccal plate. Procedure was completed with a 4.7 x 11.5mm implant. The site was grafted with allograft prior to original implant placement. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned. The reported event could not be verified since it is a medical condition - patient anatomical condition and details of event were unknown. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing could not be performed for the reported event. Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.